Event description:
Harmonic scalpel console alarmed and visually stated to remove from patient. It was removed and then on the machine it stated to clean the tips. Cleaned the tips while the sheers were removed and a piece of the sheers broke off while cleaning it.